Event description:
Surgeon reported that the patient's vagus nerve failed during the patient's implant surgery and that the patient presented with hoarseness and soreness at their follow-up appointment. The physician recommended the device staying programmed off until the symptoms subside. The physician indicated that the nerve failure was in reference to damage to the vagus nerve caused by the patient's implant surgery on (B)(6) 2020. No other relevant information has been received to date.

Manufacturer narrative:
G4. Corrected data, initial report: inadvertently listed incorrect date. Correct date is 06/09/2020.